Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 3002806535 - 2018 - 00743, 0001825034 - 2018 - 02932. Additional concomitant medical products: 51-106100, tprlc 133 mp type1 pps so, 10.0 3430141 ;14-103656, univ 2-hole shl 56mm lnr sz, 24 619240. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
Clinical study (B)(6) patient underwent a left side hip surgery. At 6 month and 1 year follow up the patient experienced pain, some problems washing/dressing self, problems performing usual activities, moderate/extreme serious limitation of activities, severe limp, indoor walking only, unable to use public transportation.